Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, on (B)(6) 2026, the cgm was indicating low (unknown number). The patient attempted to correct this by drinking orange juice. He had no symptoms. He called an ambulance because his reading wasn¿t improving. It was unknown what the readings were when the ambulance arrived but upon arrival at the emergency room, paramedics took a bg reading which was above 240 mg/dl compared to the cgm 50 mg/dl on the pump. He was informed that the sensor was malfunctioning and sending erroneous readings. It is unknown what medication was given after arriving and he was there less than 24 hours. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid was taken in the emergency room. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.